Event description:
A prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, approximately twelve minutes into the procedure, the prolieve system displayed a "low-water" level error message and there was a leak in the prolieve catheter. The procedure was completed with another prolieve thermodilitation kit. No pt complications were reported as a result of this event. The pt's condition was reported as "fine."

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.